Event description:
Following a middle compartment prolapse repair procedure using an uphold lite vaginal support system, the patient was catheterized after hospital stay. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Altman d. Et al; nordic transvaginal mesh group. Anterior colporrhaphy versus transvaginal mesh for pelvic-organ prolapse. N engl j med. 2011;364(19):1826-36.